Event description:
The customer reports the inability to pass the line and there appears to be a thickening in the line.

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from PICC kit. The PICC catheter and the peel-away sheath will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed inside the catheter body. After failing functional testing, visual examination revealed a slight/gradual bulge on the catheter body from approximately the 22cm mark to the 25cm mark. The catheter body length from the juncture hub to the distal tip measured 51.8cm, which is not within the specification limits of 50.32cm-50.80cm per the catheter graphic. After failing to pass through the peel-away sheath, the catheter body outer diameter at the area of the bulge measured .0745", which is not within the specification limits of .066"-.071" per the catheter body graphic. (Important note: the outer diameter on the areas not affected by the bulge measured .067", which is within the specification limits of .066"-.071" per the catheter body product drawing. The peel-away sheath inner diameter measured .076", which is within the specification limits of .075"-.077" per the sheath extrusion graphic). Additional information received indicates that the customer "was able to insert both guidewire and the peal-away sheath/dilator no problems. Guidewire was removed and the catheter was advanced... I was unable to advance the catheter beyond 20-25cm. On removing the dilator and catheter from the patient I was still unable to pass catheter down dilator". As the catheter is not meant to pass through the dilator, it is assumed that the customer is referring to the sheath. The catheter body was passed through the returned peel-away sheath. High resistance was observed when the sheath reached the 23cm mark on the catheter. This resistance prevented the catheter from passing through the sheath. Analysis of the catheter body revealed a slight bulge in the extrusion from the 22cm mark to the 25cm mark. A lab inventory long pin gage was passed through the catheter body to clear out any potential dried biological material. The pin gage was able to pass with little to no difficulty. No significant amounts of biological material were observed inside the catheter body. Additionally, a lab inventory syringe filled with water was attached to each of the catheter lumens. The syringe plunger was compressed. No blockages or defects were observed when flushing either lumen. A device history review was performed, and a potentially relevant finding was identified. A non-conformance was previously initiated for lot 17c18g0136 in response to the catheter outer diameter ballooning. As the catheter for this complaint contains a bulge that prevents the catheter from passing through the peel-away sheath, it has been determined that the current root cause can be attributed to the non-conformance. The report of a catheter tight in the sheath was confirmed through complaint investigation. Additional testing revealed that the catheter body became stuck when being passed through the peel-away sheath. Visual and dimensional analysis confirmed that there was a bulge on the catheter body. A device history record review identified a potential relevant finding. A non-conformance was previously initiated for lot 17c18g0136 in response to the catheter outer diameter ballooning. As the catheter for this complaint contains a bulge that prevents the catheter from passing through the peel-away sheath, it has been determined that the current root cause is likely manufacturing related. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the inability to pass the line and there appears to be a thickening in the line.